Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was reported as an unknown date in (B)(6) 2020. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of clearlink, paclitaxel sets leaked at the filter. The set was filled with etoposide. They set up with a new device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.